Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the motor or photo switch. As a result, the motor and photo switch were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 1871. There was unknown patient involvement, no patient injury was reported.